Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were scheduled to get an MRI of their shoulder on friday. Patient said the radiology tech told them they could only get a head MRI with their equipment and the radiology tech told them they did not have MRI mode. Patient services reviewed information about MRI mode and redirected to their healthcare provider (hcp) to further address the issue. Patient services offered and sent email with quick guide, and system information. The patient called back later that day and repeated that they need an MRI of their shoulder but they did not have MRI mode on their handset. Agent reviewed MRI compatibility and redirected patient to their hcp. The patient said they already called their hcp's office and spoke with a nurse, and they told the patient they could not program MRI mode for them. Agent reviewed that the hcp's office could invite a manufacturer representative (rep) to an appointment if they need assistance with programming MRI mode, or the hcp's office could call technical services for guidance. Additional information was received from the patient. They called back and stated about a week and a half ago, about the (B)(6) , they were supposed to have an MRI but could not get it done because the handset was not compatible. The patient went to the office a week later and a manufacturer representative (rep) switched out the handset and programmed it and now the patient was MRI compatible. Ever since the rep did that, the patient had been feeling a zapping pain in the sacrum area. The patient stated they were told they may have it set too high and it was uncomfortable and to decrease settings. The patient had not had any hard falls or accidents in the past month but when they left the office that day they almost fell, but caught themself because they had bad weather but they did not fall all the way. The patient mentioned they had lost a bunch of weight since they had the implant put in and right at the top of the tailbone or top of their pants, the implant poked out of their skin and it was painful and made them jump. The patient turned therapy off a couple days ago and they were still feeling the pain. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.